Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurement showed an increase from 340 to 450 ohms. Further review found oversensing of noise episodes occurring for approximately the last seven months. It was noted that the patient is in a wheelchair. Boston scientific technical services (ts) was consulted and discussed it appeared the pacemaker was oversensing the minute ventilation (mv) signal. It was further noted that the patient has a junctional rhythm through the noise at a rate of 80 bpm. Ts discussed to turn mv from passive to off. Eight months later upon interrogation the lead safety switch (lss) had been triggered, changing the polarity to unipolar, for an out of range rv impedance measurement. Review of the measurements showed low, but within range measurements with one measurement around 1000 ohms. The rv lead was reprogrammed back to bipolar where complete loss of capture (loc) was observed. The patient is not pacemaker dependent as they are paced 4 percent of the time in the rv, so the clinic opted to keep the rv lead programmed to unipolar and monitor until device change out procedure as the pacemaker had less than six months battery life remaining. Ts discussed reasons for the out of range impedance, noise and loc and suggested further evaluation of the lead when the change out procedure occurs. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.